Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional by the physician that a patient experienced a pseudoaneurysm between (B)(6) 2011 to (B)(6) 2011. The patient reportedly went to surgery. No further information was provided.